Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, although the device was prepared and tested without issues, the farawave catheter could not advance the guidewire through the lumen to the distal tip after being introduced into the left atrium. Instead, the guidewire exited through the side of the lumen. No tissue was observed at the tip of the catheter or guidewire, the guidewire could not be removed as normal and no additional malfunctions were identified with the catheter. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.